Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. Patient's mother stated that the patient told her that he felt bad. Then patient's mother checked the patient's bg level which displayed 58mg/dl and the cgm displayed 145mg/dl. Patient's mother then gave the patient 3 glucose tablets. At the time of contact, the patient was doing fine. No additional event information was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated symptoms.

Event description:
The patient reported 2 additional instances of inaccuracies on (B)(6) 2016. The cgm displayed a value of 168 mg/dl compared to bg meter of >300 mg/dl and also the cgm displayed a value of 145 mg/dl compared to bg meter of 58 mg/dl.